Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and stent damage. In this case, it is likely that an interaction with the lesion/anatomy during advancement in the heavily calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. Hemorrhage and death are known adverse events as listed in the instructions for use and may also be related to the patients overall health condition, patient disease state and/or treatment strategy at any stage of the perforation. The device history record for this product was not reviewed and a similar incident query was not performed because the lot number was not provided. The reported stent dislodgement appears to be related to the operational context of the procedure. Additionally, a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined. The promus stent is being reported under a separate medwatch report number.

Event description:
It was reported that during a mid left anterior descending artery intervention, in a heavily calcified lesion, a perforation occurred after deployment of a 2.75x28mm promus rx stent. The angio revealed gross extravasation of contrast into the pericardium. A 3.0x19mm graftmaster was advanced to the lesion and during positioning of the stent, prior to stent deployment, the stent caught on some calcification and became dislodged. The patient experienced hypotension, cardiac tamponade and coded. Intubation, cardiopulmonary resuscitation and a pericardiotomy were performed. After several hours, the patient was stabilized and was taken emergently to surgery where the perforation was sealed and the dislodged stent removed from the left main artery. Status remained critical and on (B)(6) 2011, the patient expired. Although requested, there was no additional information provided.